Manufacturer narrative:
The investigation determined the service actions resolved the issue. As the qc recovery is within specifications, there was no indication of a performance issue with the reagent. The analyzer alarm trace did not contain a conspicuous event.

Manufacturer narrative:
The field service engineer found an issue with the alignment of ise sipper and the ise probe was not centered. He re-seated all electrodes, checked the ise flow path for obstructions, replaced the sipper, replaced the sipper tubing, and replaced the pinch valve tubing. He re-aligned the ise sipper and ise probe. He ran mechanical checks and qc that were successful. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 6000 c501 module after changing the electrodes. Sample 1 initial result was 151 mmol/l with a data flag that automatically repeated at 140 mmol/l. The initial result was reported outside of the laboratory and was corrected. Sample 2 initial result was 153 mmol/l with a data flag that automatically repeated and gave 146 mmol/l. The initial result was not reported outside of the laboratory. The repeat results were believed correct. The electrode lot number was b4547 with an expiration date of 11-jun-2023.